Event description:
(B)(4) the nurse states the mouth piece and tubing need replaced. She states the end user has not used the aerosol compressor due to no supplies 7857hf.

Manufacturer narrative:
Follow up to be sent if additional information is received.